Manufacturer narrative:
(B)(4). Film evaluation results are: a review of a pre-implant sizing worksheet revealed that the patient had a 55mm max diameter aaa. The proximal neck diameter measured 30mm along the 27mm length. The neck was noted as mildly angulated, with no thrombus, and mild calcification. The distal aortic diameter was 50mm x 34mm. Both common and internal iliac arteries were aneurysmal bilaterally. The left iliac was very tortuous and mildly calcified. The lcia diameter ranged from 18 ¿ 34 ¿ 27mm, and the liia was 21mm max diameter. The right iliac appeared less tortuous on the drawing and as was mildly calcified. The rcia diameter ranged from 38 ¿ 42 ¿ 35mm, and the riia max diameter was 23mm. Several still angio images during implant revealed that an endurant bifurcate was implanted just below the lowest left renal artery. Per the calibrated catheter, the proximal neck flow lumen diameter measured ~25mm (l-r) prior to implant, and after implanting the bifurcate the proximal od measured ~26mm. Little l-r angulation was noted. The ipsi limb was positioned down the left side, and was extended with a bell-bottom limb into the left common iliac artery. An likely endurant aortic cuff (off label use) was also seen positioned inside the left limbs; extending to the left iliac bifurcation. The max diameter left iliac limb(s) measured ~29mm max within the lcia and was 21mm in diameter distally at the left iliac bifurcation. Both the left internal and left external iliac arteries were patent. The right internal iliac was noted to have been coiled. The contra limb was positioned distally into the right external iliac artery. Both limbs were patent. Angio injection from above the level of the suprarenal stents showed widespread contrast along both sides of the stent graft near the level of the bifurcate flow divider, from a possible type IV endoleak. The final still image (without contrast) revealed that ~8 endoanchors had been implanted through the proximal bifurcate and into the neck. No final angio image after implanting the endoanchors was observed in the films. The exact cause and type of endoleak could not be determined from the limited still images provided. The films returned shows what appears most likely to have been a type IV endoleak coming from near the flow divider. No angio images with the injector catheter pulled down into the aortic body were seen, which could have ruled out a possible proximal type I endoleak. Final completion angio images were also not available for review and endoleak assessment.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 55mm diameter abdominal aortic aneurysm. The proximal neck measured 30 mm in diameter along a 27 mm length. The patient had a very tortuous anatomy. It was reported, during the index procedure, that the physician determined there was a proximal type I endoleak from an angiogram. The physician elected to re-balloon the proximal edge of the endurant ii bifurcate and implanted aptus endoanchors. After the second post implant angiogram, the physician was unsure as to whether this was a type ia endoleak and thought that the endoleak could have been a type IV endoleak; but, the neck was dilated already at 30mm. The physician decided to be safe and implanted the endoanchors. It was noted that contrast was pulsating from the proximal edge of the sac. Per the physician, the cause of the endoleak was unknown. It was also reported that the physician was very pleased with the results of the procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.